Event description:
It was reported that the set screw of the implantable cardioverter defibrillator (ICD) backed out of the header when unscrewing to attach the right ventricular lead. The ICD was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated the set screw was found in the connector bore. (B)(4).